Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a nurse that the implantable neurostimulator could not be charged; the stimulator was turned off, affecting the patient's physical condition, so the patient was hospitalized. The patient was searching for the ins and was advised to re-insert the recharger as charging had not been initiated, but the issue persisted despite several attempts. Even when the stimulator was being charged, the wireless recharger (wr) power lamp was running around, and the sound continued to sound. The patient was instructed to reset the wireless recharger. After attempting to charge again, it was confirmed that charging was still in progress, and the patient was advised to continue monitoring the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information received. It was reported that the issue appears to have been resolved because there has been no further contact.